Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, while firing the device with the first reload, it got stuck and stopped firing halfway. The surgeon then used another device reload but it stopped making it impossible to fire. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.